Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack.the seal did not fill tightly into the tube of the delivery device. The seal did not load. Therefore, it has not been deployed. Since it was not used for the patient, there was no harm to the patient. Prepare and use an alternative heart string. Since it was before the aorta was pierced with a cutter, there was no effect on the patient such as an increase in bleeding.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan-2020 through dec-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.